Event description:
The customer reported that their central nurse's station (cns) did not fully boot up into the application.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) reported that when doing its 90-day maintenance the cns did not fully boot up into the application on pu-681ra with serial# (B)(6). Investigation summary root cause of the issue was identified to be loose connection as the issue was resolved by unplugging and re-plugging the connections. Warranty of the device was valid till (B)(6) 2021. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: low.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not fully boot up into the application. The customer also reported that the application startup window kept rebooting over and over again, until it just shut down on its own. Nk ts advised the customer to check the network connections between the cns and the panel against the wall. Then he advised them to initiate the reboot process one more time. Cns rebooted into the application fully without any issues, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) did not fully boot up into the application.